Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.